Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). (B)(4) 2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015: software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A site representative alleged an inaccuracy occurred while in a l2 to l4 fusion spine procedure. Accuracy of spine navigation was described as "floating 3-6 millimeters" above where surgeon was actually pointing on, especially during cortical bone localization. Navigation crosshairs displaced between 3 to 6 millimeters, roughly superior. In trouble-shooting, the patient reference frame was checked and confirmed it was fully tightened, no issues observed. The reference frame clamp placed at l4 spinous process. Special care and precautions were taken not to disturb the reference frame through the procedure. The inaccuracy occurred on both planar blunt and 2.25mm pedicle probes, and re-verified multiple times. The inaccuracy occurred regardless of camera/spheres visibility (fully green) or time elapsed after 3d scan. Breathing suspended for t12-l4 scan; breathing not stopped for l5-ilium scan. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.